Manufacturer narrative:
Evaluation in progress, but not concluded. The affected component has been returned to the manufacturer for investigation. Device repaired and returned (a replacement device was provided).

Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor gave an indication that it was not communicating with the pump system. The sensor was not used during the procedure. There was no adverse consequence to a pt as a result of this event.